Event description:
It was reported the sound was not working on the customer's insulin pump. Customer stated their insulin pump was no longer making a sound when buttons were being pressed. Troubleshooting found the insulin pump passed a selftest. Customer also stated the insulin pump vibrated during a selftest. The customer's blood glucose was 112 mg/dl. Customer was advised to monitor their insulin pump. No additional information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.